Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her infusion sets kept popping out due to taping issues. The patient's blood glucose at the time of incident was 500 mg/dl. Treatment for the high blood glucose was not specified. The insulin pump was not returned for analysis.